Event description:
It was reported that while using bd phoenix panel nmic-307 there was a false resistance cpo on the panel the customer uses. The customer is seeing false resistance to ertapenem, meropenem, avy/caz, and zyrbaxa and that they believe this resistance is not true as they now back up positives with the carba and rarely is it truly resistant. No patient impact reported. The following information was provided by the initial reporter: customer is remarking a false resistance cpo on the panel they use. Her first remark was that they are seeing false resistance to ertapenem, meropenem, avy/caz, and zyrbaxa. The second remark was around cpo. She stated that they think they are seeing resistance that is not true as they now back up positives with the carba and rarely is it truly resistant.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary. This complaint is not confirmed. This complaint is for false positive cpo when using phoenix panel nmic-307 (449283) batch unknown. The customer did not provide panel or isolate returns, photos or lab reports for the investigation. Since a batch number was not provided, this complaint is unable to be confirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Per baltrmphxidastaph rev 10 version h, ID 9.0-9.13, indicates the potential risk of false positive esbl, imlsb, beta lactamase and cpo including ambler classification as an s3.

Event description:
It was reported that while using bd phoenix panel nmic-307 there was a false resistance cpo on the panel the customer uses. The customer is seeing false resistance to ertapenem, meropenem, avy/caz, and zyrbaxa and that they believe this resistance is not true as they now back up positives with the carba and rarely is it truly resistant. No patient impact reported. The following information was provided by the initial reporter: customer is remarking a false resistance cpo on the panel they use. Her first remark was that they are seeing false resistance to ertapenem, meropenem, avy/caz, and zyrbaxa. The second remark was around cpo. She stated that they think they are seeing resistance that is not true as they now back up positives with the carba and rarely is it truly resistant.